Event description:
It was reported that the shock impedance of this lead had gradually increased over time. During routine replacement of the implantable cardioverter defibrillator, it was decided to also replace the lead. The lead was capped and abandoned, and a new lead was successfully implanted. No additional adverse patient effects were reported.